Event description:
Device was used during an attempt to resuscitate a pt. Device was configured to turn on in the AED mode and not display an ECG waveform. The operator was allegedly not able to switch the device to the manual operating mode to display the pt's ECG because the door covering the manual mode controls had been pulled off and was missing (opening the door after the device is turned on automatically switches the device to the manual operating mode). This allegedly caused a delay with ECG interpretation and a potential delay administering defibrillation therapy. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of the alleged problem.